Manufacturer narrative:
Additional product code: dzj. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was involved in a motor vehicle accident that required an open reduction internal fixation. During the surgery a drill bit from a 90 degree screwdriver broke. The tip broke off in the bone. The surgeon opted to leave the drill bit in the bone. The surgery was completed successfully with no medical intervention required. This is report 1 of 1 for (B)(4).